Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke while in the serter. The customer also reported that the sensor remained on the pedestal and the needle came out after pulling up. The customer's blood glucose was unknown at the time of incident. The customer stated that the assembly hub was not inside the serter. The customer stated that the catch arm was not bent. The sensor will be replaced and will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found the needle separated from the sensor base. Unable to confirm the insertion anomaly due to the product being returned opened/used.